Manufacturer narrative:
On 3/7/2019, mentor received the device for evaluation. Device evaluation summary: the device was returned to mentor without fluid inside. Yellow material was observed within the device and on the shell surface. During evaluation, a rent was observed on the anterior aspect, measuring approximately 0.6 cm. Microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. Mentor products are 100% visually inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. A manufacturing record evaluation (mre) was performed for the finished device number 6656803, and no non-conformances related to the reported complaint condition were identified. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 375cc mentor siltex round moderate profile saline catalog: 3542660 lot: 6528355 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 375cc mentor siltex round moderate profile saline breast prostheses, experienced left side deflation post-operatively. As a result, the patient was scheduled for explantation on (B)(6) 2019.